Manufacturer narrative:
Data logs were reviewed and based on the evaluation of the data, the system did not perform as expected. Reservoir pressure continually rose above typical reservoir pressure (~120psi). The replacement of arrestor and manifold assembly is recommended. Evaluation of the thermage tip p/n#p009940-01. Lot#071718. Reg num# (B)(4), first use: (B)(6) 2018 reps left 0. Tip passed leak, visual (no dents, scratches, blemishes, dielectric breakdown, or tears seen), and thermistor testing. No functional test was performed due to tip being expired (no remaining reps). Further investigation underway.

Event description:
The user facility in (B)(6) reported a patient sustained a blisters on the face including the forehead and lower jaw during a thermage treatment. The rep information was not acquired. The highest energy level was 2.5. The tip was inspected prior to use with no anomalies, but not re-inspected during treatment. System error eb402 occurred during treatment. A topical steroid cream was applied and the patient will recover with no scaring.

Manufacturer narrative:
A review of the treatment tip found no issues. The datalog showed no system errors that could have resulted in patient burns or blisters. Errors indicate a recoverable problem that requires operator intervention. If the error occurs during an rf treatment, the rf delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Based on the evaluation of the data, error eb402 was confirmed. This error occurred due to reservoir pressure rising slightly above typical reservoir pressure (120psi). This issue did not impact flow of cryogen to the tip as cryogen can pressure and thermistor readings were within expected limits. Proper cooling to the patient's skin occurred throughout the treatment. Based on the available information, burns and blisters are known possible adverse patient reactions to thermage flx treatment. The patient will recover with no scarring. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(4). The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates.